Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be (B)(4)

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The transeptal puncture was performed and heparin was given. The patient's activated clotting time (act) was 316. This watchman ® access system (was) was inserted into the patients body. One hour later while waiting for the transesophageal echocardiogram (tee) physician, the patient developed a clot in their appendage. The case was aborted. It was noted that the watchman ® closure device was never opened. The clot was treated with a heparin drip. Post treatment, the thrombus resolved and the patient's status was fine.